Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they've had difficulty walking in these past couple months (patient could not confirm if it started in 2022 or early 2023) because on certain settings, they had an electric charge going down their leg and at other times they just felt pain and it was getting progressively worse. The patient stated currently they'd experiencing pain so they turned the therapy off and the patient noticed it felt a little batter and it was easier to walk. The patient denied having any falls or traumas that would have led to the issue. The patient stated they hadn't tried every program yet but they noticed the issue on the 2 programs they've tried thus far even at the lowest settings. The patient stated they hadn't yet told their managing health care provider (hcp) about the issue. Patient services redirected the patient to follow up with their hcp about their concerns. The patient stated was going to contact their hcp to report their issue and to check their implanted system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.